Manufacturer narrative:
S/w version unknown. Retainer = black. . The pump was returned for a critical pump error (open book image) per event date (B)(6) 2021. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware using crest. Pump error 35 alarm confirmed in history file or traces (B)(6) 2021 10:34:00 am due to moisture damage on the force sensor. The following were noted during visual inspection cracked retainer, cracked battery tube threads, missing display window cover and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump was physically damaged. No harm was required during medical intervention. The insulin pump was returned for analysis.